Event description:
It was reported that on (B)(6) 2010, the patient had two xience v stents implanted in a left anterior descending artery and approximately 30 months later the patient expired from a general musculoskeletal connective tissue disorder of unknown cause. This was listed as unknown if related to either the device or the procedure. The patient expired in another hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.